Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a stapled hemorrhoidectomy procedure, the doctor did all the pre-firing suturing, installation of dilator/ anoscope, inspection of mucosa and dentate line properly. Upon firing, the doctor found it extremely hard to complete the fire and no crunch sound heard. Further pressed the handle but still cannot complete the fire. Then she pulled out the stapler, found it no staples formed on the mucosa. And the device was inspected and found the washer was not cut. Product specialist carried out a demonstration without any tissue in between with the doctor and found the stapler could be fired completely with crunch sound. But customer expressed the tissue was not thick. It is unknown how the procedure was completed. No patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.